Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent did not open inside the cyst, and it was decided to replace it. When the delivery system was pulled back, the stent suddenly popped open. The stent was removed partially deployed on the delivery system, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.